Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the hysteroscope as the identification number was not provided by the complainant. (B)(6). According to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2017 the physician perforated the patient's fundus. The physician removed the hysteroscope and noted some bleeding. A foley catheter was placed and the patient was transferred to recovery.